Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.9, lab: ng. Date: (B)(6) 2010, inratio: 3.1, lab: ng. Date: (B)(6) 2010, inratio: 3.8, lab: ng. Date: (B)(6) 2010, inratio: 3.2, lab: 4.6. Date: ng, inratio: 2.4, lab: 4.62. Date: (B)(6) 2010, inratio: 3.4, lab: 4.4. Patient's therapeutic range: 3.0-3.5 inr. On (B)(6) 2010: doctor increased patient's coumadin to 10.5 mg. On (B)(6) 2010: patient stopped coumadin for 2 days. On (B)(6) 2010: patient could not walk and went to ER. She had a stroke and was hospitalized for 6 months. No meter testing after she was hospitalized.